Event description:
It was reported that pump displayed malfunction alarm related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction appeared again.